Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo analysis: visual analysis of the photograph identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "pain and contracture (grade unknown) for a few days. Patient said that when moved the hand to change the blouse, felt a very strong pain. Feeling of muscle reluctance. During surgery, when opening the capsule, a ruptured implant is observed", "seen with mammary ptosis and felt a foreign sensation in both breasts", "{during explant} serious secretion came out with some cohesive silicone gel". The device has been explanted.